Manufacturer narrative:
Patient diagnosed with capsular contracture baker grade iii - left side device. Patient scheduled for removal and replacement with identical device.

Event description:
Patient diagnosed with capsular contracture baker grade iii - left-side silicone gel breast implant.